Event description:
It was reported that during use the cannula breaks off in injection site with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: stated one time he still used the bent needle and it broke off into his skin. Stated his wife removed it from his skin and no medical attention was received.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-08 h.6. Investigation summary : customer returned one (1) used 31gx6mm, 1ml bd insulin syringe from an open polybag from lot 9168506. Consumer reported needle bending during use and needle breaking off in use. The returned syringe was examined, and it was observed that the cannula was bent. No evidence of manufacturing defect was observed. Since the syringe was returned after use, and no manufacturing defects were observed, the probable cause of the bent cannula is user error when using the syringe. If the user removes the cannula shield obliquely they may bend the cannula. A review of the device history record was completed for batch# 9168506. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200816347] noted that did not pertain to the complaint. Based on the sample received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (breaks off during use). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the cannula breaks off in injection site with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: stated one time he still used the bent needle and it broke off into his skin. Stated his wife removed it from his skin and no medical attention was received.